Event description:
User facility reported that during routine tracheostomy tube change the device was placed in use with pt. According to reporter during placement the device obturator was difficult to remove from the tube and did not fit within the tube. According to reporter an emergency tube change was performed with another tube. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.